Event description:
During the device evaluation, the cysto-nephro videoscope was found to exhibit corrosion in the instrument channel port, the device distal end and around the objective and lightguide lenses. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed corrosion in the device instrument channel port, on the distal end and around the objective and lightguide lenses could not be determined, however, the issue was likely the result of insufficient device cleaning/reprocessing and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.